Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia procedure, when approaching the peritoneum, the surgeon experienced difficulty in loading the second reload. It was not able to load, it was only possible after pushing the again the red button, firing the device three times without loaded reload cassette and pushing the green button, and pulling the load/unload switch again. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations if information is provided in the future, a supplemental report will be issued.